Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, two fast-fix 360 t2 dislodged from the inserter. There was a surgical delay of less than 30 minutes. The procedure was completed using a s+n backup device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported devices were received for evaluation. A visual inspection revealed two insertion devices and one set of t1, t2, and suture, that are off the device, were returned in a single original packaging with the batch number of the complaint on the label. One insertion device's actuator is in the pre-t1/post-t2 position with bio debris present. No other visible defect. Insertion device two's actuator is in the pre-t2 position with bio debris. No other visible defect. The t1 is missing the tip and the suture knot is partially tightened down. A functional evaluation was performed on the returned devices and found device one cycled as intended. Device two will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H2: additional information: b5 and h6: health effect - clinical and impact code. Corrected data: h6: medical device problem code.

Event description:
It was reported that during an arthroscopy, two fast-fix 360 t2 and t1 dislodged from the inserter; no t was implanted. There was a delay of less than 30 minutes. The procedure was completed using a s+n backup device. No further complications were reported.